Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged as patient had twiddler's syndrome. The patient had an epicardium implant and this lead was explanted and a new lv lead was used. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.